Event description:
The initial reporter received a questionable elecsys troponin t hs assay ver. 2.1 result for a number of patient samples tested on the cobras e 801 analytical unit. The initial results were reported outside of the laboratory. The doctor requested a rerun as they did not trust the initial results. On (B)(6) 2022: sample ID: (B)(6) - the initial result was 16 ng/l. The repeat result was 6.17 ng/l. On (B)(6) 2022: sample ID: (B)(6) - the initial result was 14.1 ng/l. The repeat result was 8.77 ng/l. The repeat results were deemed correct.  The reagent lot number is 64098901. The expiration date is 31-jan-2023.

Manufacturer narrative:
The centrifugation time and speed was 5 minutes at 300g (4150rpm) on the cobas 8100. The recommended centrifugation time & speed for 13 mm tubes are 10 minutes at 1100 - 1300 rcf.

Manufacturer narrative:
The calibration and qc data did not indicate any issues. The instrument-related information did not indicate any issues. The sample quality of the reviewed images was not optimal. Several samples contained foam, film, air bubbles, clots, fibrin, and/or particles (dust or conglomerates of white blood cells, platelets, fat and separation gel which are often seen with lithium heparinized plasma with separation gel. The investigation did not identify a product problem. The investigation determined the event was consistent with a pre-analytical/dust-related issue.